Manufacturer narrative:
(B)(4). The additional rx xience v stent mentioned is being filed under a separate manufacturer report number. The reported patient effect of thrombosis is a known observed and potential patient effect as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2013 a catheterization was performed with the implantation of two xience v stents in the proximal left anterior descending (lad) artery to diagonal (area between chronic total occlusion) partially recanalizing the vessel. On (B)(6) 2013 during another procedure, the xience v stents were noted to have in-stent thrombosis. No additional information was provided.